Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional on (B)(6) 2017 reported the catheter disconnected was not an issue. It was noted increased pain due to degenerative disease. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID neu_unknown_cath, product type catheter.

Event description:
Additional information was received from a healthcare provider. It was noted that the event began 2 years ago. The healthcare professional did not provide the serial number of the pump and catheter. It was reported that the catheter migrated out of the patient's spine. This was observed intraoperatively. The patient experienced an increase in pain. The troubleshooting that occurred was a dye study and a x-ray. The healthcare professional replaced the catheter. No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type catheter. (B)(4) applies to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving an unknown drug, with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported on an unknown date that patient's catheter was disconnected. No further information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.